Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified internal carotid artery and common carotid artery. A 3.0mmx40mmx135cm (4f) sterling mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 10 seconds. The device was removed without being inflated on fluoroscopy, and the procedure was completed with a different device. There were no patient complications as a result of this event.